Event description:
The patient contacted animas on (B)(6) 2015 alleging a history settings issue. The patient stated that they had a blood glucose (bg) over 500mg/dl with extreme drowsiness and abdominal pain. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting the basal delivery totals in total daily dose match active basal program total and the basal history matches the active basal program. The bolus totals do not match (there is a >5% difference). This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/01/2015 with the following findings: the total daily dose bolus histories on (B)(6) appear to be inaccurate due to 6.05u extended combo bolus on (B)(6) at 20:44with duration of 5.0hrs. Due to the set 5.0hr duration period, a portion of the extended combo bolus was recorded in the total daily dose (tdd) bolus history on (B)(6). The tdd¿s add up correctly and reflect the users programmed basal rates. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. Investigators were unable to duplicate the complaint. Battery compartment is cracked below the bumper pad. Display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.